Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye, due to blurry vision especially at near. Account indicated that the patient had slight subluxation and patient was upset with her near vision. Patient also wanted multifocal iol. Surgeon replaced the iol with a multifocal lens. It was provided that the pre-operative visual acuity was unknown since surgeon was different, post-operative visual acuity was 20/25 -1. It was confirmed that there was no incision enlargement, no vitrectomy and no sutures performed. Patient was 20/30 (visual acuity) on post-operative day 1 and was happy. The suspect product is not being returned. No other information was provided.